Manufacturer narrative:
On 10/23/19, the suspected medical device was returned for evaluation. On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, it was observed to be ruptured. Siltex cracking was found at the edges of the rupture. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient disliked the appearance of her left-sided breast after the implantation. Concomitant products: 375cc mentor memorygel breast implant (catalog #: 3543757, lot #:158143). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast reconstruction with a 375cc mentor memorygel breast implant and experienced postoperative left-sided rupture. After the implantation of the device, the patient didn¿t like the appearance of her left-sided breast and decided to undergo a revision surgery. The rupture was confirmed by a surgeon during the revision, and the right-sided implant was found to be intact. As a result, the patient underwent bilateral removal and replacement with a 300cc mentor memorygel breast implant (left, catalog #:3507300mc, serial #: (B)(4)) and a 385cc mentor memorygel breast implant ( right, catalog #:3507385mc, serial #: (B)(4)) on (B)(6) 2019.